Event description:
On (B)(6) 2009, the patient reported that there was a large air bubble at the top of her insulin cartridge. She stated that the cartridge had been in use for 1-2 days. She was instructed how to prime the air bubble from the system and she was able to do so successfully. She stated that she attached the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She stated that she does not properly adjust the piston rod prior to inserting the insulin cartridge. She was educated on the proper procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.